Event description:
During an on-site routine preventative maintenance call, a laerdal service technician found the unit to be charging erratically and intermittently not delivering energy. The unit was returned to laedral for evaluation and repair.